Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(4) 2016 - voicemail, (B)(4) 2016 - voicemail, (B)(4) 2016 - voicemail. A ge healthcare service representative performed a checkout of the equipment, and the reported complaint could not be duplicated. The logs were forwarded to the manufacturing site. The logs indicate the unit was alarming for a leak condition.

Event description:
The hospital reported that, during a case, tidal volume could not be delivered. The clinician reportedly switched to an ambu bag and intravenous sedation. There was no reported patient injury.